Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was intermittently depleting quickly which resulted in the pump shutting down multiple times. Additionally, the pump touchscreen was intermittently frozen. The customer¿s blood glucose was between 200-300(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.